Manufacturer narrative:
(B)(4). As the steerable guiding catheter (sgc) was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter, there was a loss of fluid column, which if were to reoccur in the anatomy, has the potential to compromise the fluid path integrity and can lead to an air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), the sgc handle was inverted but there was a loss of fluid column. The decision was made to replace the device. The sgc was not used in the body and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided.